Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a colon operation, the first firing was perfect, but the firing knob broke on the second firing. No pieces fell into the patient. Changed to a new ntlc75 to complete surgery. There was no patient consequence. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2020. D4: batch # t5e78j. Device analysis: the analysis found that one ntlc75 device was received with no apparent damage with no reload present. After further inspection, it was noted that left bearing was missing and the shroud was noted damaged on the same side of the missing bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the knob and the device performed without any difficulties noted. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.